Manufacturer narrative:
Device inspection found objective lens and light guide lens were dirty. The customer reported issue could likely be confirmed. Furthermore, device was found with the coating at the connecting tube peeled off. Corrosion was observed at the el (elevator) connector and connecting tube is crumpled. Additionally, adhesive around the lens were worn out and a-rubber glue was found chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device is blur. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported. Device evaluation found the connecting tube is peeled off. This report is being submitted for connecting tube peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause was physical stress/chemical stress. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor the field performance of this device.